Manufacturer narrative:
(B)(4). Inner coil fracture was noted at 23.6cm from the connector pin. This fracture is consistent with the field observation of oversensing.

Event description:
It was reported that during an unrelated lead revision procedure, an insulation anomaly was observed. The lead was explanted and replaced. The patient was in good condition post-procedure.